Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It took several minutes to be able to get into diagnostics as the screen would not recognize touch. Suggested changing to a different device. Label this one with low flow and touchscreen was not responsive and send to biomed. Per follow up information, device was removed from service. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low air leak, patient line open alarm alert 01 in an arctic sun device. The touchscreen was not responsive. It took several minutes to be able to get into diagnostics as the screen would not recognize touch. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100 percentage. Suggested changing to a different device. Label this one with low flow and touchscreen was not responsive and send to biomed. Per follow up information received via task on 07aug2025, spoke with charge nurse who confirmed device was removed from service and had no information on patient status. Per follow up information received via task on 08aug2025, spoke with biomed who did not have this device as received in their system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low air leak, patient line open alarm alert 01 in an arctic sun device. The touchscreen was not responsive. It took several minutes to be able to get into diagnostics as the screen would not recognize touch. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100 percentage. Suggested changing to a different device. Label this one with low flow and touchscreen was not responsive and send to biomed.